Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery with multiple cartridges. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered and a correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.